Manufacturer narrative:
An opened sleeve in a fluidics management system pak tray was visually inspected. No ports were found on the shaft of the sleeve. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is external supplier related. The no port holes on the infusion sleeve is related to an error caused during the suppliers manufacturing process during the assembly of the infusion sleeve. The supplier has been notified of this complaint and will take appropriate actions as necessary. All lots are verified that all required inspections have been performed, and all acceptance criteria are met. The supplier manufacturing process for the infusion sleeves involves molding the sleeve, and then the final tip punch step where the irrigation holes are formed. The supplier also performs a sampling inspection after the cut and punch operation. Furthermore, it should be noted that the directions for use state that good clinical practice dictates the testing for adequate irrigation and aspiration flow prior to entering the eye. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the sleeve did not have a hole during cataract surgery (with intraocular lenses implant). The surgery was completed after replacing the product with another one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).